Event description:
The pump was explanted due to infection. The pt was experincing erythema, edema, persistent and increased drainage from the pump site. Vancomycin was administered intravenously and the patient was provided with wound care. The pump was surgically removed in 2006. The pt was discharged from the hosp in 2 days after event date on doxycycline and is being followed by infectious disease.